Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Philips was unable to confirm the allegation regarding the system for not starting up as the quotation for the onsite diagnostic service offered was not accepted by the customer. Therefore, no additional investigation or corrective action was possible or has been provided by philips. There was no information regarding root cause and resolution. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was system was unable to boot-up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.